Event description:
Charger sparks the plug - oral-b toothbrush. [Device catching fire] case narrative: consumer contacted via web and stated that their charger sparked the plug. No injury was reported.

Manufacturer narrative:
This complaint is reportable per regulation/out of abundance of caution.